Event description:
The customer reported that the wake button on their insulin pump was unresponsive, preventing them from accessing blood glucose readings and administering boluses. There was no reported impact to the customer's blood glucose level. The customer opted out of troubleshooting and requested documentation for insurance purposes, with no further action required.